Manufacturer narrative:
For the investigation the given information was analyzed. The reported error code 02.03.010 is posted in case the ventilator safety software detects a temporary impermissible deviation within the software routine for confirming and thus silencing high-priority alarms with the softkey "alarm reset". In order to solve this problem, the ventilator performes a warmstart. This means the device briefly powers off and then back on. The emergency-breathing valve is opened allowing for spontaneous breathing. After the boot sequence has been completed successfully (duration approx. 8 seconds), the ventilation continues with the latest set parameters. Immediately after restarting the ventilation, a "mv low" alarm will be generated, which will sustain until the applied volume is greater than the set lower limit for the minute volume. The device has behaved as specified for this deviation. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported the evita xl performed a warmstart during use and kept running. The error code was 02.03.010 - safety software caused a warm start. There was no injury to the patient.